Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: sedr01 4092-58 lead was implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.